Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per additional information, the reprocessing steps at the material residue point did not deviate from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information from the customer, no malfunction occurred during reprocessing.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered whitish foreign material inside of the air/water tube and in the air/water cylinder. These findings were due to insufficient cleaning or handling of the scope. Upon further inspection, the suction cylinder had no color. It was also observed that switch one had a pinhole. It was observed that the plug unit had corrosion due to water leakage. It was also observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was observed that the plastic distal end cover had a scratch. It was also observed that the adhesive around the light guide lens had a crack. Lastly, it was observed that the adhesive on the bending section cover was detached. The faulty parts were replaced. The device was inspected and passed olympus functional standards. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to returning the device for preventative maintenance. The customer also indicated that the endoscopes are reprocessed every 72 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera iii colonovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, foreign material was found inside of the air/water tube and in the air/water cylinder. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.